Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The reusable bag hose had several tears in the convolutions causing a leak. He advised the customer of the part number and the customer biomed replaced the hose which resolved the issue.

Event description:
The hospital reported that there was a leak in the bellows and manual ventilation is not available. There was no report of patient involvement.